Manufacturer narrative:
Motor was non functional upon return to zimmer osp. Unit was in calibration at all settings except at the zero setting. With the zero setting out of calibration it would not impart grafting ability.

Event description:
Alleged abnormal working of the dermatome. It has allegedly resulted in grips of too thick skin. This leads in important cutaneous lesions even after the cleaning of the machine and the change of the single use blade.